Event description:
A patient with a history of mi had two cypher stents implanted in the distal left circumflex and first diagonal arteries. The same day, the patient was diagnosed as having had an mi, as determined by a rise in serum cardiac enzymes. The patient was admitted with a positive functional study for ischemia, and an lad with greater than 50% stenosis and lv function of 30%. Preprocedure medications were plavix, aspirin, beta-blockers, and statins. The first target vessel was the 2.8mm distal left cx with little or no calcification. The de novo lesion was 30mm and not occluded. Preprocedure stenosis was 80%, and timi flow was three. The site was predilated and a 3x33mm cypher stent was placed. The site was postdilated. Post procedure stenosis was 0%, and timi flow was three.